Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called report via phone call, the insulin pump had unresponsive keypad. Customer's blood glucose reading was 8.3 mmol/l. Customer stated the stuck button had occurred 21 weeks prior from the call. Customer did not press the buttons for 3 minutes or longer, did not fly, nor was there a change in altitude. Customer was advised the insulin pump needed to be replaced. Customer stated they did not replace the battery but the insulin pump started to work again. The insulin pump is returning for analysis.